Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed an electrode discharge test due to a defective q1 transistor. The root cause of the defective transistor could not be positively identified but was likely random component failure. No adverse event resulted from the defective q1 component. The pt received a replacement electrode belt.

Event description:
While servicing a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed an electrode discharge test. The pt was issued a replacement electrode belt.